Manufacturer narrative:
Taper unknown. The access port associated with this report was not returned as the access port was not explanted and returned with the three tubing pieces. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. The reporter of the complaint was asked to indicate the product serial number, date of event, implant date and patient data. The information has not yet been received by allergan. Allergan has received three tubing pieces however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number, model number, event date, implant date of patient data. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." Device labeling addresses the following concerns to performing an adjustment: "prior to doing an adjustment to decrease the stoma, review the patient's chart for total band volume and recent adjustments. If recent adjustments have not been effective in increasing restriction and the patient has been compliant with nutritional guidelines, the patient may have a leaking band system, or may have pouch enlargement or esophageal dilatation due to stomal obstruction, band slippage or over-restriction."

Event description:
Health care professional reported "patient noticed sudden loss of restriction, x-ray filled demonstrated contrast not in band." Follow-up findings: three pieces of tubing were returned for evaluation.